Manufacturer narrative:
(B)(4). The device product is not intended for sale in the us. Similar device sold in the us.

Event description:
The customer reports that during puncture the needle hub cracked.

Manufacturer narrative:
(B)(4). The customer returned a single introducer needle and three unopened representative sets from lot#71f17k2324. Visual inspection revealed the needle hub contained several cracks around emanating from the luer hub opening and extending down to the luer hub taper. The needle hubs from the representative samples were found to be undamaged. The returned introducer needle was attached to a lab inventory syringe filled with water. When the syringe plunger was depressed, water exited both the cracks in the needle hub as well as the distal end of the needle. A device history record review was performed on the needle and no relevant manufacturing issues were identified. The reported complaint of a damaged needle hub was confirmed by complaint investigation. The returned introducer needle hub contained multiple cracks along the hub and taper portion of the hub. A device history record review was performed and no relevant manufacturing issues were identified. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related.

Event description:
The customer reports that during puncture the needle hub cracked.